Event description:
I was having problems well before this date but this is when I first went to the hospital with severe symptoms of nausea, memory loss, vertigo, and major fatigue. My symptoms go back all the way to (B)(6) 2011 right after I got my breast implants. My symptoms started with hair loss, fatigue, sleep problems, and headaches. Symptoms continued for years, with labs coming back normal. It wasn't until (B)(6) 2022 that I read about breast implant illness! I had 34/55 symptoms. I keep getting told there is no test to know if I have bii. On (B)(6) 2022, I explanted. Sadly the doctor I went to didn't even remove all of my capsules, so I am still experiencing symptoms. But even though I am experiencing symptoms, many have gone away since explant. I currently have 14/55. If that doesn't determine that I had breast implant illness there needs to be some big changes in diagnosis of this awful illness that made me feel like I was close to death; with heart palpitations, shortness or breath, rapid weight-loss of close to 30 pounds, fatigue, dizziness (I could hardly drive), nausea, tested positive on an ana, sleep problems, itchy skin, body aches, night sweats, pain in my breast (especially the left which had capsular construction), memory loss, constipation (gut problems), hair loss, and more. All my tests kept coming back relatively normal but I was not experiencing normal. I was sick. Very sick, especially at the end right before my explant. I am going to the rheumatologist next week to see about the autoimmune symptoms I am still having after explant.